Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had pulled back. It was noted that the lv lead had high threshold measurements causing diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.